Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. As the device activated and cut and seal the test media, no conclusion could be reached as to the issue of the device not sealing. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.